Manufacturer narrative:
Stryker performed an initial evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was isolated to the therapy pcba. Stryker replaced the therapy pcba to resolve the issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. In this state the device may provide a wrong deliver defibrillation therapy if needed. There was no patient involvement reported with the event.